Event description:
Received information the ins was suspected of being over-discharged. There was no communication with the physician or patient programmer. Patient thinks the device was charged, but manufacturer's representative was unsure if the ins that was actually charged or the recharger, since there was no communication. Patient had been receiving radiation treatments for about seven weeks and representative is not sure if the patient had neglected to charge the device or if the radiation may have caused the ins to lock. Additional information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).